Event description:
The use of instrument stringers as a means to racking ring-handled surgical instruments for placement in an automated washer is currently utilized by hospital sterile processing departments nation wide. This process requires additional handling of contaminated instruments by the sterile processing staff in that all ring-handled instruments are placed on the stringer stacked one-on-the-other for placement in an automated washer. The racking/stringing of ring-handled surgical instruments is not addressed or instructed in the manufacturer's operating instructions or support - comprehensive guide to steam sterilization and sterility assurance in health care facilities. There are no washer decontaminator/disinfector load limits, load configurations or studies to support the use of instrument stringers as a washer racking device by the device manufacturers nor is there supportive data from regulatory agencies to justify use. Pre-stringing results in the ring-handle instruments box-lock area to be virtually closed, limiting contact in an automated washer as well as side-to-side contact due to stacking or piling of instruments. This can limit the automated washer's impingement/contact ability to complete high-level disinfection. Ring-handled instruments should be placed in an open up-right position in automated washer decontaminators/disinfectors to allow full impingement/contact during the wash and rinse cycles. This process requires additional study and validation before any further use is approved. The use of an FDA approved racking device for ring-handled surgical instruments should be incorporated into hospital sterile processing departments process as a means to replace the use of stringing instruments.